Manufacturer narrative:
(B)(4). The device has been received and the eval is pending. A follow up report will be submitted with investigation results once the eval has been completed.

Event description:
Customer reported the pt noticed nitroglycerin free flowing at infusion startup. The infusion was programmed at 7 mg/min with a rate of 1 ml/hour. The device was sent down to biomed. Biomed noticed the door pivot latch screw was backed out and rubbing against the pcu. Biomed was not able to shut the door all the way and the free flow was replicated. Biomed then re-tightened the latch screw and the door closed all the way and no free flow was observed. Biomed feels the backed out pivot latch screw was the cause of the free flow event. There was no pt harm or medical intervention. No further pt/event info was reported.